Event description:
It was reported that a signal loss occurred. According to the reporter, on 11/13/2025, the pediatric patient was hospitalized with diabetic ketoacidosis. At an unknown time the patient was brought to the hospital. When diagnostic testing was done the blood glucose reading would have been 800 mg/dl, the ph was 6.99 mmhg, and the ¿reserve¿ was below 10 mmol/l. The patient would have experienced severe diabetic ketoacidosis. No specific treatment was reported, and the patient was discharged after 4 days. It was originally stated that 48 hours prior to the event the patient had switched back to an open loop mode, due to an unspecified issue with the sensor. It was unknown if from that moment on the patient would not have had cgm readings anymore, but at the time of the event the patient was not wearing a dexcom sensor anymore. Furthermore, initially it was stated that there was no allegation against a dexcom device. On (B)(6) 2026, however, new information was received that stated that the patient had switched back to an open loop mode due to signal loss, and that on the (B)(6) 2025, at 10:00am, the patient stopped having sensor readings. It was unknown if the sensor was removed immediately, but as mentioned originally, at the time of the event the patient was not wearing a dexcom sensor anymore. There was no documentation of further medical evaluation or intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. According to the reporter, on (B)(6) 2025, the pediatric patient was hospitalized with diabetic ketoacidosis. At an unknown time the patient was brought to the hospital. When diagnostic testing was done the blood glucose reading would have been 800 mg/dl, the ph was 6.99 mmhg, and the ¿reserve¿ was below 10 mmol/l. The patient would have experienced severe diabetic ketoacidosis. No specific treatment was reported, and the patient was discharged after 4 days. It was originally stated that 48 hours prior to the event the patient had switched back to an open loop mode, due to an unspecified issue with the sensor. It was unknown if from that moment on the patient would not have had cgm readings anymore, but at the time of the event the patient was not wearing a dexcom sensor anymore. Furthermore, initially it was stated that there was no allegation against a dexcom device. On (B)(6) 2026, however, new information was received that stated that the patient had switched back to an open loop mode due to signal loss, and that on the (B)(6) 2025, at 10:00am, the patient stopped having sensor readings. It was unknown if the sensor was removed immediately, but as mentioned originally, at the time of the event the patient was not wearing a dexcom sensor anymore. There was no documentation of further medical evaluation or intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).